Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1. It was reported that 6 months post-op it was found that the s1 screw was broken. No revision surgery has been performed and no patient complications were reported.